Event description:
It was reported that a tsw35 was used during a laparoscopic assisted vaginal hysterectomy. It was reported by the affiliate that the instrument was removed from the package and the red cartridge retainer was removed and the instrument was inserted through port for stapling of ovarian pedicles. The instrument was placed on tissue, closed firing was attempted, but instrument failed to work. The device was removed and the cartridge was removed as the instrument was washed and a new cartridge was inserted into the device. Tried to fire a second time and repeat failure. The operating room time was extended as bipolar device and scissors were use instead to complete the case.